Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a patient implanted with a 23mm implanted three days had a permanent pacemaker implanted due to third degree heart block. Patient underwent aortic valve replacement with the 23mm valve and coronary artery bypass grafting x3. During seating of the valve, commissure traction stitch tore through the friable wall of the aorta and this was repaired with a prolene pledgeted suture on the outside. There appeared to be a small but steady amount of oozing from the commissural repair stitch in this area and was packed with everest and nu-knit prior to coming off pump. The patient was separated from cardiopulmonary bypass without much difficulty. Additionally oozing from aortic suture line was sealed with application of glue. Post-bypass transesophageal echo revealed good prosthesis function and no perivalvular leak. Patient appeared to tolerate the procedure acceptable despite the need for inotropes and remained reproducibly hemodynamically stable. Patient was sent to the csu in fair condition. On post-operative day one patient was taken back to the operating room for mediastinal re-exploration for bleeding. The bleeding was controlled with prolene suture, additional clip, and sternal plates were placed. Postoperatively, the patient remained ventricularly pacer dependent with an underlying 3rd degree heart block. A permanent pacemaker (ppm) was placed on post-operative day three. Tee on post-operative day three showed a normally functioning valve with a small perivalvular leak. After the ppm was in place, patient developed underlying atrial fibrillation and was placed on oral and IV amiodarone. Cardiology was consulted for a second time to perform a cardioversion and patient then remained av paced. Patient developed acute hypoxic respiratory failure with hypercapnia and so was re-intubated and crrt was initiated at that point. A bronchoscopy was performed and the sputum grew e.coli, enterobacteria and enterococcus. Patient was treated with antibiotics. Patient was discharged to long term acute care facility on post operative day 32.